Event description:
Reportedly, the recipient developed an infection on the implanted side starting in (B)(6) 2023.the recipient has been explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage whilst implanted, which is as expected as the device was explanted due to implant site infection which did not respond to antibiotic treatment. The infection was reported to have begun 6 months after implantation, and therefore it is likely due to inoculation of bacteria through the surgical incision. Given that the device's sterilization records are within specifications, it is unlikely that the device was the source for infection. This is a final report.

Event description:
Reportedly, the recipient developed biofilm on the implanted side around (B)(6) 2023. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.